Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump alarmed button error. The customer stated she was exercising with the insulin pump and she does sleep on the device all the time. Blood glucose value unknown customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. Unable to perform displacement test due to unresponsive act button. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.